Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Patient code 3191 was selected for protrusion. Patient code 3190 was selected for "bladder problems and bowel problems", "other severe adverse health consequences," and "severe and debilitating injuries, serious bodily injury." Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received, as reported to coloplast though not verified, patient's legal representative stated levator spasm pain, protrusion, extrusion, bleeding, dyspareunia, bladder problems and bowel problems and other severe adverse health consequences, severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
Additional information received, as reported to coloplast though not verified, states patient has severe abdominal pain and right side pain. Right back/hip pain and left thigh pain. Sling excision and vaginal mesh excision was performed on (B)(6) 2020. It was further report that on (B)(6) 2020: symptomatic/bothersome restorelle, vaginal/pelvic pain over restorelle, recurrent uti, uui with obstructive voiding s/p I-stop/cl medical implant, uterovaginal prolapse. Removal of restorelle direct fix anterior with attached dima/anchorsutures, removal of restorelle m, removal of I-stop/cl medical implant (8 cm), urethrolysis, difficult/extensive lysis of adhesions, anterior/posterior colporrhaphy, anterior vaginal wall elongation/reconstruction, mccall's uterosacral vaginal vault suspension, vaginal mucosa trimming, posterior vaginal epithelium repair, vaginal hysterectomy with bilateral salpingo-oophorectomy, cystoscopy, rectal exam. Intraoperative findings: grade 2 uterovaginal prolapse, bladder neck was tethered to the cervix, restorelle direct fix anterior located in the midline over rectum restorelle direct fix with a very thin plane between the two, posterior scarred vagina with overly narrowed levator hiatus with restorelle m pulling on levators posteriorly, vaginal scar bands from levators/posterior vagina/rectum/colon with paper thin planes between bowel and restorelle m, anterior scarred vagina with elongated cervix attached to very shortened/scarred anterior vaginal wall with restorelle direct fix anterior erosion over I-stop/cl medical at midurethra with all causing vaginal tethering, extremely difficult cervix dissection due to significant obliteration of normal anatomy due to prior restorelle direct fix anterior, posterior uterine fibroid, cystitis at bladder trigone, recurrent utis due to erosion and stricture of urethral and vaginal mesh.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4).

Event description:
As reported to coloplast though not verified, recurring uti, incontinence, pain, uterine prolapse, exposure, uds - mixed incontinence, MRI of pelvis, exposure, recurrent prolapse, erosion, excision surgery scheduled for (B)(6) 2020. The patient had another restorelle product, reported under 2125050-2020-00532.